Event description:
It was reported that the 6800 system does not complete boot with black screens. A second system was used to continue the case. There was no report of pt injury.

Manufacturer narrative:
No additional info at this time. When additional info is provided, it will be reported as required.